Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices. The patient has not recharged or used the ipg in over 9 months. Patient stopped charging the ipg after an unrelated medical procedure. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be pending to address the issue.